Manufacturer narrative:
(B)(4). Device history record (DHR) review was performed and there were no issues found that could have contributed to the reported failure. All processes were executed according to the standard operating methods. The sample was received with a yellowish discoloration. When comparing the defective sample with a retained sample the defective sample had a damaged check valve (outer profile). The core of the defective sample was observed to be darkened and had unknown tiny foreign substances around the core. The device failed the inflation test as the sample was unable to hold air. The device was immersed into water and an air leak was detected on the check valve. The reported complaint was confirmed through visual and functional inspection. Customer is reminded not allow the valve to be in close contact with a sharp tool while re-processing/handling the device. Otherwise this will have irreparable damage to the properties of the device. Other remarks: customer is also reminded the lma flexible is reusable and warranted against manufacturing defects for forty (40) uses or a period of one (1) year from the date of purchase (whichever is earlier), subject to certain conditions.

Event description:
The event is reported as: the customer alleges the cuff is not holding air during pre-test. There was no patient involvement reported.

Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The event is reported as: the customer alleges the cuff is not holding air during pre-test. There was no patient involvement reported.